Event description:
It was reported that the device was used during an unknown procedure. The device malfunctioned, no other information is available. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Clip. Evaluation summary: the analysis results of the er420 found that the instrument was returned in good visual condition. During evaluation, the instrument was cycled, fed and formed one conforming clip and then a premature lock out incident was detected; the instrument could not be fired. However, the lock out was broken and further firing sequences led to ejected clips. The instrument is designed to lockout when all the clips have been fired. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.